Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2021. During the procedure, the balloon would not hold pressure. Reportedly, the device was removed from the patient for inspection and a pinhole was noticed at the proximal end of the balloon. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.